Manufacturer narrative:
(B)(4). Batch # m93756. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, the power of blade decreased sharply and with little smoke, and the titanium tip was broken during procedure. Changed to another one, the event re-happened. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.